Manufacturer narrative:
The claimed issue was related to low o2 concentration alarm. The issue may lead to stop of ventilation or low o2. Identification of issue has been done by analyzing problem description and service report. The issue was resolved by replacing o2 gas module. The device's logs and the defective part were not available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/15/2018; corrected manufacture date: 12/19/2005.

Event description:
Manufacturer's ref #:( B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).